Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The device came in a little atrial. The wire and nosecone were retracted, and the procedure progressed until anchors at 90 at which time approximately a 3 cm pericardial effusion was identified. It is unknown of when pressures dropped. Heparin was stopped and the patient was placed on extracorporeal membrane oxygenation (ECMO), and the valve was deployed while draining the pericardium. There was no conversion to surgery. As of the most recent update, the patient was extubated, weaned off ECMO, and no ongoing bleeding was reported. The patient had a heavy trabeculated rv but history of steroids. There was no difficulty with wire. Crossing looked normal and there was no wire jumping.